Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral was attempted using a proglide device with a 6f sheath after an interventional neurological coiling procedure. Reportedly, no suture was found attached to the needle when the plunger was pulled back. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss was not confirmed as the plunger, suture and needles were in pre-deployed position. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling.